Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had currents within specification and no unexpected battery out limit alarm or blank display was noted. The display board was okay. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported that the customer received a battery out limit on the insulin pump, the display went blank, and the buttons stopped working. The customer's blood glucose was 261 mg/dl, which he treated with manual injection. The customer stated the buttons were sticking and numbers were scrolling. He further reported that he wore the insulin pump all week in the river and went waist deep into the water. The customer also mentioned the insulin pump had been dropped, bumped, and frequently hit against things. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.